Event description:
Report received of a delay in therapy due to a pump alarm. The pump was programmed in the pharmacy to deliver milrinone 0.2mg/ml in the continous only mode, at a rate of 11.5ml/hr, and a vtb1 (volume to be infused) of 580 ml. The therapy was started by a homecare nurse. Reportedly the pump sounded a system alarm during the night. The patient called the homecare nurse and reported the alarm condition. The therapy was resumed by the homecare nurse 2.5 hours later with a replacement pump that was in the patient's home. The alarming pump was removed from service. There were no reported adverse patient effects. No medical interventions were required.